Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due the baxter minicap transfer set disconnecting from a non-baxter plastic adaptor product. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. At the time of this report, vancomycin therapy was reported to be ongoing. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.